Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and granuloma.

Event description:
Patient reported right side cyst, discomfort following implant procedure, and inflammation. An ultrasound detected "accumulation of fluid." Patient feels the inflammation improved but experiences intermittent pain. Healthcare professional later reported capsular contracture, baker grade iii, and patient was "distressed and afraid." Pathology results confirmed "chronic granulomatous inflammatory process with the presence of giant cells of foreign body type body." The device has been explanted.